Event description:
Received a mandatory report from the customer stating that the 840 ventilator began alarming while in use and respiratory therapist began to troubleshoot cause of alarm. The ventilator was ultimately turned off. An attempt was made to place the pt back on the ventilator and the device would not respond to the pt and would not initiate ventilation. There was no harm to the pt.

Manufacturer narrative:
The customer has reported that extended self test (est) was performed on 01/18/2010 with no problems found. The device was returned to service. Npb was not authorized to evaluate the device.